Manufacturer narrative:
Concomitant medical devices as part of the system: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3998, lot# va08wwf, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead .

Event description:
The manufacturer representative (rep) and patient reported that the patient had original devices explanted due to a motor vehicle accident (mva). Other relevant medical history includes non-malignant pain and myofascial pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.